Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The system pcb was determined to need replacement. Due to the part being obsolete, the device is no longer repairable. The customer ordered a replacement device.

Event description:
The customer contacted stryker to report that during a case, the monitor froze. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.